Event description:
On 5/19/1998 following a percutaneous transluminal coronary angioplasty/stent procedure, angio-seal device was deployed in a pt's right groin. Following deployment the pt was noted to be oozing at the puncture site, therefore lido-epi was given to control the bleeding. The pt was moved to the holding area, where her blood pressure was noted to have decreased. Two liters of intravenous fluids were given, and atropine and dopamine were administered (doses unknown). Shortly thereafter the pt went into super ventricular tachycardia, requiring cardioversion. A c-clamp was placed and the pt was transferred to intensive care unit where the pt was noted to have a large hematoma. On 5/21/1998 the pt was discharged home. As of 6/15/1998 there has been no further report of complication of pt sequelae made to the MFR.